Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9, e2, e3, h6 -medical device problem code is being corrected to "4048 - failure to clean adequately". Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water cylinder and air/water channel was not confirmed. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.